Manufacturer narrative:
(B)(4). Date sent: 5/7/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, blade did not return to the original position. I-blade was broken but no pieces fell into the patient and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p94354. Investigation summary: the device was received the entire jaw detached at the welding point. The jaws was returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. No damaged was observed at the I-blade as reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.